Event description:
On 10/17/96 approx 1 hour into plateletpheresis procedure , the donor experienced the following symptoms: tingling vibrating, light headed and pale. The nurse noticed that the acd pump handle had been left open. The nurse noticed on the acd bag that 975 ml had been used. 3742 ml of whole blood had been processed. The donor was given tums and juice. He recuperated okay and released in good condition. This is a male donor weighing 150 pounds, approx 38 yrs old. Post market quality assurance requested that co clinical educational dept offer the customer dd'l training.